Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that the customer experienced high and low blood glucose. Customer stated they were hospitalized for an infection, not diabetes related. The customer was offered troubleshooting, but it was declined stating once the infection was treated the blood glucose became stable. The customer's blood glucose was 377mg/dl-486mg/dl. The customer changed site location; they even experienced some low blood glucose. Once, the customer swapped the site back to right side, it is as if the insulin is not working. So, customer treated with syringes.